Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that after sealing a pedicle, bleeding was noted. The site contact was not able to provide add'l info regarding the incident or device. There was no pt injury.